Event description:
It was reported the patient underwent surgical intervention on an unknown date wherein the system was explanted for an unknown reason. No further information is known at this time.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received. Date of event is estimated.

Manufacturer narrative:
It was reported the patient underwent surgical intervention on an unknown date wherein the system was explanted for an unknown reason. No further information is known at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.